Manufacturer narrative:
An investigation of retained samples was conducted. Production documentation found that for lot # ra10295a 17 in-process checks during manufacturing of product was completed with no issues of units leaking or bursting during activation. Retain samples of this lot were pulled and visually inspected. No discrepancies were found with the product. Six (6) units were activated and temperature testing completed. No units burst upon activation and temperatures were within specification of 102 to 105f. The client phs indicated product had burst in the hospital from this lot. A request was placed for phs to forward samples of these bursting units. No samples have been forwarded for further investigation. As none of the samples have been returned, further investigation could not be completed. No root cause was established. This is considered a final report.

Event description:
Infant heel warmer burst/leaked during activation. Professional hospital supply (phs) quality lead, (B)(6) indicated product leaked on infant when used in a hospital. It appeared that the product was leaking from bottom corner of the product.